Manufacturer narrative:
Onsite investigation was preformed by a medtronic representative and the issue could not be replicated as the system functioned as intended and without any issues. The system logs were also reviewed and found to be truncated, which is consistent with a hard reboot. Other than that, there were no core files and no additional info regarding the reported complaint. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), the navigation system's screen turned blue in the center where the navigation window is, preventing the surgeon from seeing the patient anatomy in that spot. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.